Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and patient concern with the product. Healthcare professional reported capsular contracture, baker grade IV. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and patient concern with the product. Device was explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified, fold creases, white calcification on the shell, deformation, and overweight (even though the device is currently overweight, it is not considered a workmanship since all units of the weight report attached are within specification when released in the manufacturing process). After autoclave cycle were observed: cloudy color in the gel and voids.based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade unknown " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and patient concern with the product. Device was explanted.